Event description:
Pt treated with dcs plate and screws for a right subtrochanteric fracture on an unk date. Pt complained of the inability to walk. Postoperative x-rays showed a broken plate. Pt was revised on an unk date.

Manufacturer narrative:
Subject device has been received and is currently in the eval process. Investigation is on-going; no conclusion could be drawn.